Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated alert 41 indicating an insulin shaft rewind error following leakage at a 23" infusion site, and a subsequent dry run attempt produced an unable to proceed alert consistent with a piston or delivery chamber issue; troubleshooting included device restart, supply removal, and dry run, and a replacement device and supplies were arranged with user education provided. Symptoms included no reported adverse clinical effects. Outcomes included the user reverting to backup therapy and continuing cgm use until replacement. Investigation included technical troubleshooting and review of device performance during restart and dry run. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.